Manufacturer narrative:
Block a: no patient information to date after calls to end user 05/06/25 and 05/14/25. The customer declined ge healthcare service. No repair information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.